Event description:
The graft was placed as aortobiilliac bypass. Approx three yrs postoperatively, the pt presented with clinical signs of infection; elevated leukocyte count and elevated temperature. The graft was removed to facilitate treatment of the infection.